Manufacturer narrative:
The device was further evaluated by the stryker product assessment center (pac). The pac technician verified the reported issue in the device data. Stryker determined interruption of the software update was the cause of the reported issue. The pac technician also determined the missing lid magnet was caused by damaged retaining clips. Device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device keeps rebooting when powered on. The device is also missing the lid magnet. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is +011(044)07534769370. Stryker discovered the issue during evaluation of a non-critical issue. Stryker confirmed the device kept rebooting when powered on and was missing the lid magnet. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device keeps rebooting when powered on. The device is also missing the lid magnet. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.